Event description:
It was reported that, dr. (B)(6) states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.